Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump buttons were unresponsive. Customer stated she woke up the insulin pump was alarming and no buttons were working. Customer was not able to clear the alarm and had a black circle on her screen. Customer changed the battery in and out but it did not work. Customer stated she did not see an alarm o the insulin pump just the time the insulin pump stopped delivering insulin. Troubleshooting was done. Customer's blood glucose was 159 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No unlocked keypad connector was noted. The insulin pump was monitored and no error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.